Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000134383.

Event description:
It was reported one of the leas was showing high impedances and unable to be placed into MRI mode. As such, surgical intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where the lead was explanted and replaced. Reportedly effective therapy was restored.